Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one patient. The following data was provided: on (B)(6) 2024, sid (B)(6): initial sodium result at 05:19 am = 119 mmol/l. Repeat sodium result at 06:44 am = 137 mmol/l. The results were not released out of the laboratory. After discovering the discrepant result, the customer ran ict qc. Level 1 sodium passed; however, level 3 sodium failed. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and multiple parts were replaced, cleaned and calibrated; however, a definitive part was not identified as the likely cause for the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) returned no additional tickets for discrepant sodium and chloride patient results. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one patient. The following data was provided: on (B)(6) 2024, sid (B)(6): initial sodium result at 05:19 am = 119 mmol/l. Repeat sodium result at 06:44 am = 137 mmol/l. The results were not released out of the laboratory. After discovering the discrepant result, the customer ran ict qc. Level 1 sodium passed; however, level 3 sodium failed. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.